Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report first getting very low readings, followed by much higher readings. Analysis run on clark error grid using mean average reading (70) as ref. Point vs. Bd readings (39, 101) yielded data points in the d range of the grid, outside of acceptable limits.